Manufacturer narrative:
The original MDR 2432235-2014-00426 was filed on august 7, 2014.corrected information (08/25/14): updated with the correct 510k number k081895.

Manufacturer narrative:
The original MDR 2432235-2014-00426 was filed on august 7, 2014. The first follow up report was filed on september 3, 2014 additional information (12/19/14): final root cause: bias in patient sample and (B)(4) survey performance was not detected due to the insensitivity in the calibrator and reagent testing control system. The overall capability (error budget) of a1c_3 method was not sufficient to consistently provide clinically acceptable results across all reagent and calibrator lots. A key component of the error budget is the manufacturing controls system for assignment of the calibrator bottle values where the inaccuracy of this process is due to lack of statistical power.

Manufacturer narrative:
Siemens has confirmed that the advia chemistry systems a1c_3 method may exhibit a percent bias of -9% to +11% for hemoglobin (hb)a1c samples when using a1c_3 calibrator lots 3hd044 and 3ld068. Depending on quality control limits, this issue may not have been detected. An urgent medical device recall (umdr) 10819262, rev. A was sent to us customers and an urgent field safety notice (ufsn) 10819261, rev. A was sent to ous customers in august of 2014. The umdr and ufsn state that customers are requested to discontinue use of and discard the calibrator lots listed, and to review the physician's letter sent along with the umdr and ufsn with their medical director.

Event description:
The customer has observed a positive bias on patient samples and quality control samples for the a1c_3 assay on an advia 1800 when using calibrator lot 3hd044. Patient samples were run on the advia 1800 and also run on an alternate platform and the results were compared. The results obtained on the advia 1800 were higher than the results obtained on the alternate method, with a positive bias of about 5.72% on average. There were no reports of patient intervention or adverse health consequences due to the positive bias observed on patient samples.